Manufacturer narrative:
On (B)(6) 2017 - we have requested the product be returned to the manufacturer. To date we have not receieved the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 - the consumer claims to have received a burn while in use of the product. The consumer received medical treatment.